Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had a broken tip. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the instrument broke during the operation and was removed from the patient in time and replaced with a new instrument. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece approximately 0.076" x 0.523" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed, and the following additional information was provided: the picture quality and zoom level was not enough to tell if there was a missing blade.